Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was 139 mg/dl. The customer was advised that the internal power source is unable to charge. The customer stated that the notification light did not stop flashing. The customer was advised to wait until the light stop flashing to insert a new battery. The customer completed the reservoir and tubing process. The customer was advised to monitor the pump.